Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that premature battery depletion was suspected. Within 7 months, the battery longevity decreased by two years. Technical services is currently waiting for the field rep to send a copy of device memory for engineering analysis of the battery. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that premature battery depletion of the battery of this device was suspected. Within seven months, the battery longevity decreased by two years. A copy of device memory was saved and submitted to technical services (ts) for analysis. Engineering review of device data confirmed premature battery depletion. The battery diagnostic data indicates that the power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement, and return for detailed analysis. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This product is part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, a supplemental report will be submitted. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that premature battery depletion was suspected. Within 7 months, the battery longevity decreased by two years. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed premature battery depletion. The battery diagnostic data indicates that the power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement, and return for detailed analysis. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device has not yet been received for further analysis.